Manufacturer narrative:
The software event log was reviewed and found to be functioning normally. All alarms performed according to specs. Several tests were run with water and pediasure. Each time when the bag was empty, the pump stopped and alarmed, no food or dose done. The customer complaint could not be duplicated.

Event description:
Info received from the distributor indicates the pump continued to run after the food was gone. The end user had reported "no food" and "no flow" alarms.